Event description:
Pt in question was implanted with a stent 2-3 weeks before the death occurred due to acute myocardial infarction. A doctor who called home to inform said something about clot in the stent.